Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the display of the heartstart mrx was blank. Ther was no pt involvement. There was no report of pt involvement.